Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. The customer stated that they had insulin pump had issues and display was flashing white. The customer stated that there was no report of pump screen flashing when screen was turned on after being in sleep mode. It was reported that the customer had two insulin pumps and tried to replace the battery four times. The customer tried to place the pump into storage mode and worked until the home screen, but the insulin pump shut off after. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.